Event description:
It was reported that the colonovideoscope exhibited blank screen. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue in air water channel and scope communication error e216. A definitive root cause could not be identified. Based on the results of the investigation, the likely cause was due to leakage caused by inadequate/broken seal within the device. The most likely cause is due to component failure due to stress of repeated use, external factors, or handling. The root cause of the white residue in the air/water channel is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.